Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture. Bipolar thresholds were 3.0 v, 0.4 ms. There was no capture at maximum output settings in the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received